Event description:
On (B)(6) 2010, pt reported he spilled a trace amount of insulin in the infusion device while changing the insulin cartridge. Pt stated a small amount of insulin came out of the top of the insulin cartridge and some of it went into the cartridge compartment. Pt reported there was not enough insulin to pour out, so he dried out the inside of the cartridge compartment and completed the cartridge change process. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.